Event description:
Staff have reported to me for the last week tpn has been running dry on the above patient before he completed his daily dose. Two previous reports were entered as the staff believed that an inadequate volume was delivered by pharmacy. Full and empty bags of tpn were weighed and it was determined that the adequate volume was in the bag when delivered from pharmacy. I requested the staff use a new IV pump and sequester the pump that had been used to administer the tpn when the bag ran dry. When the new pump was used the bag did not run dry leaving us to believe the IV pump #30005764 was not delivering accurate volumes. There was no harm to the patient.